Manufacturer narrative:
Patient age at time of event: over 18 years of age. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported during the procedure aspiration was lost. An angiojet® solent¿ omni catheter was being used in a thrombectomy treatment procedure. The catheter was primed and advanced into the patient. Aspiration was started and was able to make two passes before the catheter stopped. No error messages were reported. No patient complications occurred. The patient was stable at the end of the procedure.